Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2022-02490. During an in clinic follow up, noise resulting in oversensing was noted on the right ventricular (rv) and left ventricular (lv) leads. Lead fractures were suspected. Technical support was contacted recommended rv and lv lead replacement. No intervention has been performed at this time. The patient was stable and will continue to be monitored.